Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies, and the setscrews moved freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of intermittent jumps in high out of range pacing impedances. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
Additional information was received that this system was revised due to ongoing issues with intermittent jumps in high out of range pacing impedances and noise. The lead was surgically capped and replaced, and the device was replaced and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have had observations of intermittent jumps in high out of range pacing impedances. Troubleshooting was performed using pocket manipulation and isometrics resulting in no noise and no impedances changes. The out of range alert value was increased to 3000 ohms, and the audible beep was turned off. The device system remains in-service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being sent to update the conclusion code.